Event description:
At the end of a cardiac catheterization procedure, the sheath fractured when it was being withdrawn from the patient. The provider believed it was related to scar tissue at the distal end of the sheath. The provider was able to snare the fractured portion of the sheath and the patient had good flows noted through the vein. Manufacturer response for vascular access sheath, fast-cath (per site reporter). No response at this time.